Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of one (1) variable angle locking compression plate (lcp) olecranon plate and eight (8) unknown screws due to malunion and one of the screw backing out due to loss of reduction. The original implant was an open reduction internal fixation (orif) of an open left olecranon fracture that happened on (B)(6) 2019. The va-lcp olecranon plate was replaced with a 4 hole 3.5 lcp olecranon plate. A supplemental 2.7 lcp condylar plate was added for additional support of fracture. All hardware were removed successfully and procedure was completed. Patient status in unknown. Concomitant devices reported: unk - screws: trauma (part# unknown, lot# unknown, quantity# 7) & 2.7mm/3.5mm va-lcp olecranon pl 2h/lt/90mm (part # 02.107.302, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4). This report is for unknown screw.